Event description:
The manufacturer received information from a customer that the system leak test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information from a customer that the system leak test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The service call was cancelled due to the service quote was not accepted by the customer for evaluation and/or service for this issue. There were no findings available due to the device not available because of the service quote expiring for the customer.

Manufacturer narrative:
The bad was omitted from the follow-up report that was sent in. The bad has been added for a correction to the previous follow-up report. The bad was 02/12/2026. The manufacturer received information from a customer that the system leak test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The service call was cancelled due to the service quote was not accepted by the customer for evaluation and/or service for this issue. There were no findings available due to the device not available because of the service quote expiring for the customer.